Manufacturer narrative:
Product information and PMA/510(k) are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer's pumps are having high pressure alarms from time to time and they have to disconnect the cassette, push down on the flow stop, massage the tubing then reattach the cassette in order to fix the issue. The issue was reported to have occurred multiple times over a long period of time. No patient injury was reported.